Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One single-frame fluoroscopic image was reviewed. The image depicts the device having been introduced via a femoral access. The filter is deployed within the inferior vena cava but is tilted about 30 degrees rightward off the midline. The delivery wire extends beyond the delivery sheath and lies in proximity to the tips of the filter¿s long limbs. The wire and limbs may be entangled but this cannot be determined from a single frame image. The delivery sheath appears to be separate from the filter. The filter appears to be fully deployed; it difficult to say whether its structure is deformed. Therefore, based on the image review the reported malposition of device can be confirmed as the filter is deployed within the inferior vena cava but is tilted about 30 degrees rightward off the midline. And the reported material deformation and difficult to remove is kept inconclusive as the as no objective evidence was provided. A definitive root cause for the malposition of device, material deformation and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the guidewire was allegedly stuck to the filter and could not be withdrawn. It was further reported that the filter bounced upward and tilt sideways. Reportedly, the leg line of the filter was deformed. Furthermore, the filter was removed by two snares from jugular and femoral vein access. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the guidewire was allegedly stuck to the filter and could not be withdrawn. It was further reported that the filter bounced upward and tilt sideways. Reportedly, the leg line of the filter was deformed. Furthermore, the filter was removed by two snares from jugular and femoral vein access. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.